Manufacturer narrative:
The customer turned off the analyzer and turned it on again. During initialization, the instrument displayed an error. The customer changed a probe and after this change, the error did not occur again. Controls were processed again. The customer reported calibration and controls were ok. The investigation determined the issue was resolved by the probe replacement.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested on a cobas integra 400 plus. Results from the following tests were affected: crej2 creatinine jaffé gen.2, mg2 magnesium gen.2, ureal urea/bun, and crpl4 c-reactive protein gen.4. The initial values were reported outside of the laboratory to medical personnel. The analyzer operator realized that some patient sample results were outside of normal ranges, so they decided to repeat patient samples on a second analyzer. After repetition, differences in the results were found. The first sample initially resulted in a creatinine value of 9.07 mg/dl and this repeated as 5.42 mg/dl. This sample initially resulted in an mg value of 0.47 mg/dl and this repeated as 2 mg/dl. This sample initially resulted in a urea value of 0.29 mg/dl and this repeated as 73.39 mg/dl. The second sample initially resulted in a crp value of 42.47 mg/l and this repeated as 91.55 mg/l. This sample initially resulted in an mg value of 3.17 mg/dl and this repeated as 2 mg/dl. The third sample initially resulted in a creatinine value of 13.15 mg/dl and this repeated as 2.19 mg/dl. The reagent lot numbers and expiration dates were requested, but not provided.